Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer failed to open. An attempt was made to recover it, but maintenance was required. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device involved in this incident, it was determined that the drawer had failed to open and could not be recovered. A field service engineer (fse) performed troubleshooting using a t-shot and conducted a visual inspection, identifying no additional issues with the device. The user verified proper operation through inventory, and the system functioned as intended after the fse completed the investigation.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer failed to open. An attempt was made to recover it, but maintenance was required. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.